Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the instrument broke. The staple line was poor. The surgeon changed the instrument and cartridge, and fired again immediately next to the poor one. There was unanticipated tissue loss. There was no blood loss or fluid leakage due to this problem. Surgery time was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).